Event description:
Customer's mother reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 307 mg/dl. The blood glucose at the time of the hospitalization was 251 mg/dl and customer also had high ketones and was vomiting. Customer's mother stated that the drive support cap appeared normal. She stated that there were no air bubbles and no leaks. She was advised to run a manual prime and stated that insulin did exit. She stated that the basal rate and bolus wizard settings were correct. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.